Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. A service history record review was attempted for the subject device but could not be completed because the device is a lot controlled item. The service history review is unconfirmed. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two application instruments for sternal zipfix are not working. The nature of the problem was not specified. It was confirmed that there was no patient involvement and the issue was discovered on an unknown date outside of the operating room. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
A service history evaluation/review & investigation summary was performed. The investigation of the complaint articles has shown that: the customer reported the item was not working correctly. The repair technician reported the retaining nut was loose. Loose component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: gen 1 handle screws a (7), gen 1 handle screws b (7). The item was repaired per the inspection sheet, passed synthes final inspection on 22-jun-2016 and will be returned to the customer upon completion of the service and repair process. The component was repaired and tested to operational specifications and returned to the customer. No cause was observed; no manufacturing or design issues were noted. No corrective action is required at this time. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.